Event description:
The reporter states that she received a "e5" on the accu-chek compact plus meter. During troubleshooting with the acc agent, it was discovered that the display appears blurred and the "e5" now looks like an 85 mg/dl. No actions taken based on display issue. No adverse event reported. New system sent and return requested.